Event description:
An ivtm therapy was initiated for a post-cardiac arrest female patient using the quattro catheter (lot #178971). The catheter was inserted into the femoral vein, and it is unknown if the insertion was smooth or difficult. The patient had reached the target temperature of 35°c. During the maintenance phase and approximately 5 hours after the catheter placement, the nurse noted an empty 500cc saline bag, blood in the saline bag, and the thermogard xp ivtm system generated an "air trap warning" alarm. The nurse replaced the saline bag, and the ivtm therapy was resumed. However, the nurse noted blood in the replaced 500cc saline bag and the start-up kit (suk) tubing. At this point, the nurse contacted zoll clinical tech support, and the clinical representative advised the nurse to disconnect the catheter and aspirate the in/out luers. The nurse noted blood during the aspiration. The clinical representative informed the nurse to remove and replace the catheter due to a potential catheter balloon leak. The customer did not perform a catheter leak check as per the zoll's new IFU before replacing the first saline bag. The customer suspects around 250cc of saline was infused into the patient. In addition, it was reported that the patient's femoral site was oozing blood, and the nurse stated that the patient was not on anticoagulants. Per the customer, the bleeding was more than normal, and dressing changes were needed to mitigate the bleeding at the femoral insertion site. No other adverse impact on the patient was reported. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of "a potential quattro catheter (lot #178971) balloon leak" was confirmed during the functional testing. A pinhole leak was observed at the proximal end of the medial 2 balloon during the functional in/out lumen test. The probable root cause of the pinhole leak was a latent material defect. The returned catheter was visually inspected, and blood residue in the balloons and luer tubings was observed. No other physical damage was found on the catheter. All infusion ports and extension tubes were flushed without resistance during functional testing, except for the medial luer, due to blood clogging. During the in/out lumen test, a pinhole leak was observed at the proximal end of the medial 2 balloon, thus, confirming the reported complaint. Pressurized functional testing could not be performed due to the pinhole leak discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for the quattro catheter with lot #178971.

Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed. The "access site event" is an anticipated event and the event's relationship to the device and procedure is causal. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. Seems that the customer should benefit from additional training on how to handle suspected catheter leak. "The fluid ran into the patient's vasculature" is an anticipated event. Based on available information, no patient's effect was observed. The event's (the fluid ran into the patient, no patient's effect) relationship to the device and procedure is causal.

Event description:
An ivtm therapy was initiated for a post-cardiac arrest female patient using the quattro catheter (lot #unknown). The catheter was inserted into the femoral vein, and it is unknown if the insertion was smooth or difficult. The patient had reached the target temperature of 35°c. During the maintenance phase and approximately 5 hours after the catheter placement, the nurse noted an empty 500cc saline bag, blood in the saline bag, and the thermogard xp ivtm system generated an "air trap warning" alarm. The nurse replaced the saline bag, and the ivtm therapy was resumed. However, the nurse noted blood in the replaced 500cc saline bag and the start-up kit (suk) tubing. At this point, the nurse contacted zoll clinical tech support, and the clinical representative advised the nurse to disconnect the catheter and aspirate the in/out luers. The nurse noted blood during the aspiration. The clinical representative informed the nurse to remove and replace the catheter due to a potential catheter balloon leak. The customer did not perform a catheter leak check as per the zoll's new IFU before replacing the first saline bag. The customer suspects around 250cc of saline was infused into the patient. In addition, it was reported that the patient's femoral site was oozing blood, and the nurse stated that the patient was not on anticoagulants. Per the customer, the bleeding was more than normal, and dressing changes were needed to mitigate the bleeding at the femoral insertion site. No other adverse impact on the patient was reported. No further information was provided.